Event description:
It was initially reported by implant patient registry through receipt of an implant data card, approximately 3 years, 8 months, 15 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant was unknown at that time. However, per medical records received, approximately 3 years and 5 months post tavr, the patient presented with several episodes of paroxysmal atrial fibrillation (pre existing condition), resulting in 2 strokes and right upper extremity ischemia. The patient was hospitalized and placed on eliquis. An echocardiogram performed showed a 'leaky valve'. It was decided to proceed with another aortic valve replacement procedure, a maze procedure, right axillary artery balloon embolectomy with patch, and implantation of a permanent pacemaker for the pre-existing atrial fibrillation. Per the surgeon findings, the tavr prosthesis was observed to have sub annular pannus, and there was evidence of thrombus between the leaflet coaptation points near commissures of the sapien 3 ultra valve. The sapien 3 ultra valve was replaced within a 21mm ce valve. The patient was discharged home in good conditions on post operative day 14.

Manufacturer narrative:
Additional information added to b7. Correction to b5 and h6 based on additional information. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra procedural intra-cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at over 250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (atrial fibrillation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 3 years, 8 months, 15 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.